Event description:
It was reported to philips that the x-ray generator reboots intermittently, which can impact the imaging. There was no harm to user or patient was reported to philips. Philips has started an investigation of this complaint.